Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: type of investigation code - 4112. The physical investigation of the returned items revealed that no fracture had occurred, fragment of an abutment is stuck inside. Also changed product, component, conc. Prod and failure mode. The corrected codes for this complaint are: component code - 887. Type of investigation code - 10.